Event description:
Found during evaluation at bd service facility: the probe will not calibrate and displays error codes ec503 (sensor data error), ec508 (critical error), and ec502 (calibration error). The image produced is extremely dark and unable to clearly see simulated veins on the phantom test device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of showing very dark images was confirmed. The image produced is extremely dark and unable to clearly see simulated veins on the phantom test device. The root cause is due to an internal failure. H3 other text : evaluation findings are in section h11.